Event description:
It was reported that a vns patient had undergone generator revision surgery due to the end of service of her device. The patient's explanted generator was returned to the manufacturer for analysis and the reported end of service event was not confirmed, as the device's battery was found to be only partially depleted and continued to function. During the analysis, two transistors within the device were found to exhibit an out-of-limit (higher) leakage current at test chamber temperature, which could have potentially contributed to the partial battery depletion. Once the transistors were replaced, the device was found to be functioning within specified limits.